Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1864 then a motor locked message with alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. During the investigation the motor was activated and the device exhibited error 1861. The investigation determined that issues with the motor and circuit board were the cause of the reported issue. The motor and circuit board were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.